Event description:
Following a cardiac catheterization, a perclose device was used to close a right femoral artery site. The procedure resulted in a 80-90 percent occlusion of the artery when the anterior artery wall was sutured to the posterior wall, causing pain, claudication requiring surgical repair and arterial patch. Inflammation of the artery and the errant sutures were found during the surgery. Post op infection was problem requiring antibiotic therapy. One year after the procedure and repair, pt began having severe headaches which were diagnosed in june of 2004 as giant cell arteritis, which may or may not be related to the insult to the artery from the perclose procedure.